Event description:
User experiencing sporadic high potassium results that do not fit the clinical picture of the pt. Only the following example was provided. Initial potassium plasma sample result of 6.06 mmol/l, repeat 5.92 mmol/l. A serum sample from the same pt drawn at the same time gave a result of 4.81 mmol/l. Erroneous results were not reported. The field svc rep was unable to determine a cause for the discrepancy. Performance tests were performed and within specification. The user indicated there is evidence of a potential pre-analytical problem at their facility.